Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances. The patient underwent a revision wherein the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed the mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found cables that were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 2, 3, 4, 11 and 12. This location appears to be the site where the sutures were positioned, 1 cm from the clik anchor site. The broken cables resulted in the reported complaint.